Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction of no image was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿important information ¿ please read before use: do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. Do not put or press the endoscope connector on the insertion section when transporting or reprocessing. The insertion section may be damaged.¿. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofibervideoscope had no image. It is unknown when the issue occurred. There were no reports of patient harm.